Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was returned for analysis. Visual inspection found a buckled upstream occlusion seal. Error code 41101 was confirmed by the event history log. The cause of the reported issue was unknown. As a result, the upstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displayed an error code 41101. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.